Manufacturer narrative:
Patient reported to be over (B)(6). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found. The most probable root cause is being labeled as an anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted into the duodenum of a patient on (B)(6), 2011. According to the complainant, this wallflex enteral duodenal stent was implanted in the third portion of the duodenum. Due to the tortuous nature of the stricture, the stent did properly expand immediately post-deployment; the stent's radius was only roughly 6mm to 8mm right after deployment. Post-procedure, the patient checked back into the hospital due to pain. The physician identified that there was a perforation of the duodenal lumen near the middle of the wallflex enteral duodenal stent. The patient passed away on (B)(6), 2011. The physician is attributing the cause of death to the wallflex enteral duodenal stent because the perforation was noted at the middle of this device. The physician has not provided any additional details regarding the patient; the only patient information available is that she suffered from stomach cancer. No autopsy has been performed.